Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
At the facility, horizontal line noise was generated when the angle was hung. After pulling up the actual product, we will check the reproduction at the office and reproduce it even if the insertion part and the light guide cable are fanned. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: image noise was occurred at the user's facility. The noise appeared on the screen intermittently even though the device was stationary. The device was disassembled, but the cause of the noise was not able to be determined.